Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of event. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not turning on. Upon bootup fse found that monitors in control room show philips logon but then go black. Flex vision has 3rd party peripherals on it, but no live and ref. Leds are on in all cabinets. The host pc had no green leds for the hard drives. Fse reset host pc and system came up normally. Host pc is not reading hds upon bootup. The defective part was returned for analysis and showed no failures. However, the replacement of the host pc by the field service engineer has resolved the reported issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up. The device was in clinical use at the time of the reported event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the hard disks which resolved the issue. The device was returned to use in good working order.